Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported unintended movement was due to procedural condition and the reported difficult or delayed positioning appears to be due to challenging patient anatomy. The investigation determined the reported unintended movement was due to procedural circumstances and the reported difficult or delayed positioning appear to be a due to challenging patient anatomy. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip slightly opened requiring a second clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve with a lot of m and p knob due the challenges in the anatomy. The clip was deployed successfully. After clip deployment, fluoroscopy showed that the xtr clip had opened 45 degrees. The leaflets remained grasped and stable. An additional clip was implanted to stabilize the first clip, reducing mr to 2. There were no other issues noted. There was no adverse patient effect. No additional information was provided.